Event description:
There was an allegation of questionable cholesterol gen.2 results for 1 patient sample on a cobas integra 400 plus module. The initial result was 377.71 mg/dl. The repeat result on analyzer 1 was 196.17 mg/dl. The repeat result on analyzer 2 was 205.88 mg/dl. It was not provided whether analyzer 1 or 2 refers to the same initial integra 400 analyzer used.

Manufacturer narrative:
The cobas integra 400 plus serial number is (B)(6). The investigation is ongoing.